Manufacturer narrative:
(B)(4). The complaint mr290v humidification chamber is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint mr290v humidification chamber vented autofeed humidification chamber was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Therefore, our investigation is based on the information provided by the hospital, previous investigations of similar complaints and our knowledge of the product. Results: the hospital staff reported that the mr290 chamber was leaking between the chamber dome and the chamber plate. Conclusion: without the return of the complaint device we are unable to determine what may have caused the problem reported by the customer. If the complaint device was returned it would have been visually inspected and pressure tested for leak. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber including a check for cracks in the chamber dome. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. It was reported that the chamber was in use for one day; this suggests that the problem occurred after the product was released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: maximum operating pressure: 8 kpa; use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure; set appropriate ventilator alarms; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A healthcare facility in (B)(6), reported via a fisher & paykel healthcare field representative that an mr290v humidification chamber was leaking water. This chamber was in use for one day. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6), reported via a fisher & paykel healthcare field representative that an mr290v humidification chamber was leaking water. This chamber was in use for one day. No patient consequence was reported.